Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the aortic dissection appears to be related to patient factors (patient¿s fragile and possibly dilated aorta) and possibly procedural factors (use of a grommet/rubber bumper on the sheath) the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transaortic tavr procedure, the patient sustained an aortic dissection and expired. Initially the 24fr sheath was inserted into the aorta and the wire was placed in the left ventricle. Bav was performed with a 20x3 edwards balloon. The valve was then prepped and inserted onto the extra stiff cook wire. The surgeon then alerted the team that the aorta at the sheath insertion site had torn and was bleeding. The decision was made to remove the sheath and begin surgical repair closing the aorta. The patient¿s pressures then dropped to 30/20 and open CPR was started. The patient was shocked and paced during this recovery. An estimated 4 units of blood were lost. The aorta was closed and temporary pacing wires were placed. The patient was then noted to be stable with pressures at 90/40. The chest was closed and the patient remained intubated. As the patient was being prepared to move to the ICU, her pressures dropped again to 30/20. The patient went into cardiac arrest and expired. The sapien xt delivery system and valve were never inserted into the sheath or patient.